Event description:
A dreamstation CPAP pro device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of blower foam degradation and visible foam particles was noted. The device was scrapped by the service center after the evaluation was completed.